Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had mesh were implanted on (B)(6) 2010 due to symptomatic cystocele and rectocele. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal odor. The patient underwent excision of anterior vaginal wall mesh, uteral sacral vault suspension, anterior posterior repair and cystourethroscopy on (B)(6) 2013. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient had the bard ajust sling implanted. No clarifying information provided. It is further reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.